Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was kinked approximately 37.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the velocity was kinked. This type of damage likely occurred from forceful handling during removal from the packaging. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, a velocity delivery microcatheter (velocity) became kinked while being removed from its packaging. The kinked velocity was noticed prior to use and therefore, it was not used in the procedure. The procedure was completed using a new velocity.